Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 115 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive buttons due to corroded keypad traces. The insulin pump had cracked and bleeding display glass, minor scratches on the display window, a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.